Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual inspection of the device revealed a burnt manifold between 3 o¿clock and 6 o¿clock position, thus confirming this complaint. No indication of missing material from the active tip was identified. Saline residue was found inside the suction tube. Visual signs of activation were found at the active tip. Due to safety and protection of lab equipment no testing was performed. The supplier completed a CAPA investigation to address this failure. The likely root cause has been identified as small gaps or low application of the epotek adhesive creating a weak dielectric barrier between the active tip and the surrounding ceramic head, resulting in sparking and arching. Training requirements were updated to be performed on a six month basis. This issue is also being investigated via mitek dr. The DHR review indicated that the devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints for this lot of devices released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email during a shoulder procedure, the electrode fell in error mode. Generator displays the message "output shorted";the yellow function can not be used. After verification of the connections, they notice a partially melted tip. No patient consequences. Additional information received via email from the affiliate on 10-3-17. None of the melted tip fell into the patient. No surgical delay. The procedure was able to be completed. It is unknown if alternatives were readily available. No patient or clinician impact.